Manufacturer narrative:
There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with discoloration/contamination and scuff/scratch marks on the spacer and return electrode. The insulation on the shaft is intact. The shaft is bent. There were no manufacturing abnormalities found. The wand was tested using a compatible controller and activated in saline solution at default and max settings in which the coblate- and the coagulation functions and produced reduced plasma on the electrode. The suction tube was tested and performed as intended. The saline flow was tested and performed in specification. The complaint was verified and the root cause could be determined due to expected wear/tear. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) contact with metal objects (2) contact with non-targeted issue (3) contact with flammable materials (4) using flammable anesthetics or oxidizing gases (5) reuse of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of electrode was broken during caldwell-luc procedure. Another brand new wand was opened and the procedure was completed. There was no report of procedural delay or patient injuries.